Event description:
It was reported that during a coronary stenting treatment procedure, stent damage and a stent dislodgement occurred. The 90% stenotic, de novo lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). The physician predilated the lesion with a 2.0x20mm non-bsc balloon and then advanced the 4.00x 28mm promus element stent delivery system (sds) to the lesion, but was unable to cross. The physician attempted to reposition the stent and the stent curled up and dislodged from the sds. The physician used a snare to remove the stent. The procedure was completed with a different device. It was noted that the patient's heart rate increased when the stent was removed. No complications were reported and the patient's condition is stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Additional information: describe event or problem. Updated: device evaluated by manufacturer, evaluation summary attached. Device evaluated by manufacturer: a visual and microscopic examination of the device found that only the stent of this device was returned on a section of a guidewire. The stent was damaged along it's entire length and curled around the guidewire with small sections of tissue on the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent did not dislodge from the stent delivery system (sds). It curled up due to heavy calcification. The physician was unable to remove the stent system because the stent had curled up. Therefore, the distal section of the sds with the stent was cut and successfully removed from the patient with a snare. It was noted that the patient's heart rate increased due to the patient's psychological state becoming "unstable". However, no treatment was necessary as the patient was able to relax. This product is only ous approved, but is similar to an approved us device.